Manufacturer narrative:
Updated fields:b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the device was replaced with a working one during the incident. The fse ran tests and fault logs were checked, but reproducibility and occurrence of the event could not be confirmed. Performed test running and checked fault logs the touch screen was replaced as preventative maintenance.

Event description:
N/a

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) stopped pumping and when an attempt was made to operate the touch screen to resume treatment, it did not respond. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component code, medical device ¿ problem code).